Manufacturer narrative:
E.1:inital reporter address: (B)(6) e,1:initial reporter facility name: (B)(6) hospital h.6 investigation summary material #: 360213 lot/batch #: 3151139. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® precisionglide¿ multiple sample needle, there was bleeding from the rubber stopper occurs. No patient impact reported.